Event description:
The customer reported via phone call that they received a button error alarm. Customer stated the alarm could not be resolved by removing the battery. The customer's blood glucose was 140 mg/dl. The customer could not recall any significant events leading to the alarm. The customer may have pressed the insulin pump against a beach chair. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm during our testing. No moisture damage on the electronic assembly during our visual inspection. The insulin pump has cracked lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.